Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that air leaked from the probe during a procedure. The procedure was completed without using the probe cutter only with extrusion. There was no harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
No lot number or sample was provided with this complaint; therefore, a lot history review could not be conducted. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint is not known; the sample has not been returned for investigation. (B)(4).